Event description:
An impella cp device was inserted into the right femoral artery in a 66-year-old male patient presenting in acute decompensated cardiomyopathy, in society for cardiovascular angiography and interventions (scai) d shock, on multiple inotropes and vasopressors, and on bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support, prior to initiation of support. Additionally, venous-arterial extracorporeal membrane oxygenation (va ECMO) support was initiated while on support. While the patient was in the intensive care unit (ICU), hemolysis was identified by hemolyzed labs and plasma-free hemoglobin reading of 1,420. Repeat plasma-free hemoglobin resulted at 1,250. Impella reported to be deep and was repositioned during ECMO cannulation. Echo in the morning showing position at 3.4 cm in the left ventricle (lv). It is unknown if the hemolysis resolved. The post-procedure outcome is survived at unknown. The impella functioned as intended for lv unloading at p-9 at 3.4 l/min as intended with d5w sodium bicarbonate in the purge solution. Hemolysis can be attributed to the malposition of the device and/or the use of multiple mechanical circulatory support devices increase the hemolysis risk.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received that after three days on support, the family withdrew care and the patient expired. The impella is being conservatively reported for death; however, unlikely contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in acute decompensated cardiomyopathy, complicated by stage e shock, dependent on multiple mechanical circulatory devices and vasopressor support.